Event description:
It was reported that the customer received a failed battery test alarm on the insulin pump. The customer's blood glucose was 408 mg/dl. The customer treated himself with a manual injection. Troubleshooting was done. The customer stated that neither the compartment nor the spring were damaged or corroded. Advised customer to insert a new aaa alkaline battery, and the customer stated that he did not receive a failed battery test alarm. Advised customer to monitor the insulin pump. Advised that a replacement battery cap would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.